Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pace impedance out of range. The physician suspected the cause might due to fracture but, the allegation was not confirmed. A different ra lead was successfully implanted. No adverse patient effects were reported.